Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose because of bent cannula. The blood glucose level when admitted in the hospital was 589 mg/dl. The patient had been getting sugar level done for several months. The patient was still in the hospital at the time of the report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of a insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon a removal can bend slightly. No further information available.